Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went of after being exposed to moisture. The blood glucose level of the customer was 90 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Insulin pump received with corroded battery tube and corroded motor home switch. Unit received with cracked battery tube threads and cracked case (battery tube).